Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were completely unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/21/2013: the device was returned to animas and evaluated by product analysis on 07/26/2013 with the following results: all butons were functional. Removed keypad with no defects found. Unrelated to complaint,the display had multiple colors and lines, but readable. Visible moisture in display: leak test failed due to display lens leak. Opened pump and removed from case. Corrosion found on and around display flex connector.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.